Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer stated that the pump was on vibrate and it kept vibrating. Customer had one bar left on the battery icon but they did not receive a low battery alert. Customer changed the battery and received a no delivery alarm. Customer then changed the set and site. Customer's blood glucose was 426 mg/dl. Customer changed everything and gave 20 units of insulin with the pump. Customer believes that the alarm occurred during basals. Customer was advised to change the set and site in the future if they are not able to troubleshoot. Customer was explained that they received a no delivery alarm after the battery change because the pump was restarting. Customer mentioned that they bled a lot and that they are very brittle. Customer was advised to give a manual injection if their blood glucose was over 400 mg/dl. Customer gave themselves a manual injection and brought their blood glucose below 200 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.